Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. A visual examination of the device observed a kink at 10.5cm proximal from the port site. This type of damage is consistent with excessive force having been applied to the shaft. An examination of the balloon identified no tears or holes in the balloon material. The device was attached to an encore inflation unit and during the first attempt to inflate the balloon a pinhole leak was identified. The leak was present at 4mm distal from the proximal markerband. An examination of the balloon material and blades identified no issues which could potentially have contributed to the pinhole leak. An examination of the markerbands identified no issues which could potentially have contributed to the leak. No issues were noted with the tip section of the device.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary artery. A 10/3.25 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a wolverine cutting balloon. No patient complications reported.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary artery. A 10/3.25 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a wolverine cutting balloon. No patient complications reported.